Event description:
During a hysteroscopy, uterus was perforated. Equipment was removed from service and tested with no abnormal findings. Physician used same suction/irrigator pump on the following day with good outcomes.